Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a blank display on her insulin pump. Customer's blood glucose is 159 mg/dl. Customer uses (B)(6) batteries. The device or the battery compartment is not damaged or corroded. Customer removed the battery for ten minutes and reinserted a new one, but the display did not return. During a self test, the display did not appear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.